Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/07/2017, that on (B)(6) 2016, the patient reported that the transmitter is defective. No medical intervention was reported. Additional event or patient information is not available. Data was received for evaluation. A review of the data log confirmed the reported event of a defective transmitter by the findings of a signal loss.